Event description:
It was reported by the customer that when the unit is turned on, the display screen is black; this could impact the delivery of therapy. There was no reported pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.